Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000k analyzer has generated a false positive bhcg result on a patient sample. The initial result was 3144 miu/ml but the retest result was 600 miu/ml. The qc was within range. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). The follow-up MDR is being filed against the reaction vessels and the site has been changed from the dallas site registration # (B)(4) to the lake county site registration # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) suppliers manufacturing material and manufacturing processes. The investigation identified variables within the suppliers molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the suppliers molding process to reduce the potential generation of static charge.